Manufacturer narrative:
The user interface pcba was replaced and the device passed performance inspection procedure and was returned to the customer for use. Root cause was determined to be a cracked and shorted capacitor c181 on the user interface pcba.

Event description:
Physio-control recieved a report of "a blank white screen with a service light on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue of white screen on display. Additionally, physio found that device was unable to complete it's boot up sequence and kept on rebooting in a loop. A replacement of user interface pcb has been recommended to the customer and is pending customer approval. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control recieved a report of "a blank white screen with a service light on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported associated with this event.